Manufacturer narrative:
G4: 23jan2020. B4: (B)(6). The customer received a replacement touch screen assembly. The customer replaced the touchscreen to address the issue and the reported issue was resolved. The device was tested and now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 22 nov 2019. Device evaluation information was received. The manufacturer's field service engineer (fse) performed remote troubleshooting. A replacement touch screen was sent to the customer to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.